Event description:
Additional information indicates the device meets or exceeds 75% expected longevity; therefore, this device is no longer reportable.

Manufacturer narrative:
Correction: the device meets or exceeds 75% expected longevity; therefore, this device is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a loss of therapy due to the ipg having reached end of life. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue.